Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing high blood glucose levels on the day of the call. Customer also reported that the insulin pump had fluid visible around the infusion set. Blood glucose level at the time of the incident was 430 mg/dl. The customer reported that the issues were due to a bent cannula, and declined troubleshooting. The insulin pump was not replaced or returned for analysis.